Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the pacing lead, the stylet became stuck during insertion into the lead. The pacing lead was not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was extrinsically over-rotated. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal conductor of the lead was obstructed due to a stylet stuck in the lumen. The inner insulation of the lead became extrinsically distorted due to buckling. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. The analyst noted the lead was returned with the stylet stuck in it. Visual inspection found the lead was stretched, with buckling of the inner insulation. Distortion of distal conductor was observed within the is-1 connector pin. The stylet kink was also observed. According to the analysis results, it is likely that during implant procedure the connector pin being turned an excessive number of times during helix retraction and distortion of the distal conductor within the is-1 connector was occurred. Distortion of the conductor causing the stylet to stick in the coil lumen and could not be removed from lead. As a result, when trying to p ull the stylet out, the lead became stretched and stylet was kinked. If information is provided in the future, a supplemental report will be issued.